Event description:
It was reported that (1) device was used during a laparoscopic colectomy. It was reported by the rep that the lcsc5, used with a luke handpiece, was intermittently "locking out" and would stop working often during the case. After reassembling several times, another lcsc5 was pulled for the case. Also the surgical tech and circular noted that the lcsc5 was coming loose often during the case. There was no consequence to the pt.